Event description:
Equashield male adaptor was on the IV line connected to pt. Was cautioned by previous shift rn that a possible leak existed as moisture detected but site not identified. Upon blood draw blood was noted on the equashield from cvc cap and noted the rubber top of cap had completely sunken in and created an opening for fluid leakage from cvc due to equashield connector from cvc. Immediately performed a new cap change procedure and omitted equashield adaptor was reconnecting pt. No further leakage noted.